Event description:
It was reported that during a device change out for eri, low sensing was observed. This lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.